Event description:
A customer contacted beckman coulter (bec) reporting that erroneous differential results were obtained from two (2) patients run on different days ((B)(6) 2013) generated on the coulter lh 750 hematology analyzer compared to results from the manual smear enumerations which the customer considered correct. This report documents the results obtained on (B)(6) 2013 from two (2) patient samples. Erroneous results were reported out of the laboratory. Data provided for review indicated that patient # 1 recovered higher neutrophils (ne%), lymphocytes (ly%) and lower monocytes (mo%) and nucleated red blood count (nrbc%) without differential specific suspect message, but with complete blood count (cbc) suspect message (dimorphic reds) and r flag for nrbc. Results obtained from the manual smear from this sample were considered correct. Results obtained from the lh750 for patient #2 revealed higher ne%, ly% and nrbc % ,without diff specific suspect message but with cbc specific suspect message (dimorphic reds) and r flag for nrbc, compared to results from the manual smear enumeration, which the customer considered correct. There was no death or injury or affect to patient treatment associated with this event.

Manufacturer narrative:
Per phone conversation with the customer, the laboratory has isolated this problem to the samples provided for review for this event. An attempt was made to collect raw data files for the samples, but the information had been purged from the database. Service was not dispatched for this event as the customer is not questioning the performance of the instrument. The failure mode of the discrepant results cannot be determined with the information provided from the customer. Per labeling, beckman coulter inc recommends avoiding the use of one type of message or output to summarize results or patient conditions. Beckman coulter inc does not claim to identify every abnormality in all samples. This report is also associated with MDR 1061932-2013-00351.